Event description:
After the iab was inserted and connected to the pump, blood was seen in the helium tubing. A spring wire guide was passed through the iab and a catheter exchange was performed. There were no further complications.